Event description:
Reporter indicated the handheld database did not migrate per specification after software upgrade. Troubleshooting did not resolve the issue.

Manufacturer narrative:
A device malfunction is suspected bu did not cause or contribute to a death or serious injury.